Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while transporting the imaging system, the site damaged the louver cover on the imaging system. Additionally, two additional covers were damaged. No additional information was provided. There was no patient present when this issue was identified.